Manufacturer narrative:
Block b3: exact date unknown, event occurred several weeks from the date manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer working as intended. The patient underwent an ipg replacement procedure and doing well postoperatively. The explanted product will not be returned per hospital policy.